Event description:
It was reported that this product was part of a system revision due to infection. An initial procedure was performed for pocket debridement and this boston scientific implantable pulse generator (ipg) and the associated leads were removed from the patient. Additionally, a temporary ipg was implanted during the same procedure to provide temporary pacing therapy for this patient. A second procedure was performed one week later to implant a competitive cardiac resynchronization therapy pacemaker (crtp). Good faith effort attempts were made to try and retrieve return product information and details for the lead(s) that were removed from service during the revision procedure. It was reported that the system was implanted at a different hospital and the explanting hospital only has access to the ipg model and serial number. Therefore, the model, serial and manufacturer of the explanted lead(s) could not be confirmed. No additional adverse patient effects were reported. The explanted boston scientific ipg will not be returned for evaluation as it has been retained by the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.